Event description:
The valve was explanted due to endocarditis secondary to mrsa. Intraoperatively, there were numerous vegetations and the valve was "loosened" around the circumference of the annulus. After the valve was excised, the pt was found to have a large posterior annular abscess. Pericardial patches were used to repair the abscess and a 27m-101 was then implanted.